Event description:
A patient had a central venous line was placed for continuous IV fluid administration. Less than 24 hours later, the hard plastic connection on the exterior portion of the tubing was separated. This portion of the catheter tubing should be a secure connection and should not come apart. This portion of the catheter was not inside the patient. There was not a witness to this malfunction. The line was removed and another line was established. There was no harm to the patient.======================manufacturer response for single lumen tunneled central venous line, broviac 4.2 french single lumen pediatric catheter with vita cuff (per site reporter).======================we do not have a response.what was the original intended procedure?continuous intravenous fluids.